Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event: flare detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two captiflex extra small flexible oval snare used in the same procedure. Manufacturer report # 3005099803-2014-02926 addresses the first device, while manufacturer report # 3005099803-2014-02927 references the second device. It was reported to boston scientific corporation that a captiflex extra small flexible oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while removing the device from the endoscope, the catheter of the device got detached from the handle. A second captiflex was used and the same thing happened. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter and wire are kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare was detached. However, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two captiflex extra small flexible oval snare used in the same procedure. Manufacturer report # 3005099803-2014-02926 addresses the first device, while manufacturer report # 3005099803-2014-02927 references the second device. It was reported to boston scientific corporation that a captiflex extra small flexible oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while removing the device from the endoscope, the catheter of the device got detached from the handle. A second captiflex was used and the same thing happened. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.